Event description:
A customer reported a high reading issue with the adc device. The customer obtained a hi scan (readings greater than 500 mg/dl) and experienced "erratic behavior, difficulty breathing" and loss of consciousness. The customer was taken to the hospital where they were diagnosed with hypoglycemic and treated with dextrose and glucose via IV. The customer was additionally administered unspecified antibiotics. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Dhrs (device history record) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.